Event description:
It was reported that during a battery replacement surgery, the surgeon removed the old implantable neurostimulator (ins) and implanted a new one. When checking the impedance prior to closure, high impedances were seen on all contacts. The surgeon was concerned that there was damage to the extension or lead and would investigate this in the future. The surgeon was considering replacing the extension. No confirmed intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# l74116, implanted: (B)(6) 1999, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# j0120724v, implanted: (B)(6) 2002, product type: lead. (B)(4).